Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information a rebar18 had resistance and the catheter separated and broke in the distal section. The patient was undergoing aspiration/thrombectomy of m1 stroke. The access vessel was the left internal carotid artery (ica) with a access diameter of 4mm. The devices were prepared according to the instructions for use (IFU). The catheter was flushed as per IFU.  The react was delivered through rebar 18 and traxcess guidewire up to ica. During this maneuver the healthcare provider hcp already felt friction by pushing the guidewire and also the rebar 18. Then the hole system was stuck and in the x-ray the react was obvious broken. Hcp did not use any force in the beginning of the procedure, but he mentioned the friction in the beginning of the procedure. No symptoms were reported.  Ancillary devices: infinity long sheath, traxcess 14 guidewire.

Manufacturer narrative:
H3: as found condition: the react-68 catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within an opened react-68 inner pouch. The traxcess 14 guidewire used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the react-68 hub. The react-68 catheter was found broken at ~106.2cm from the proximal end. The tubing material of the react-68 catheter separated end exhibited with stretching and jagged edge. The inner coil wire was found exposed and broken. The proximal ~9.0cm of the distal segment was found accordioned, stretched, and kinked. The catheter tip and marker band were found flattened. Dried blood was found within the micro catheter. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. It is likely the break occurred due to advancing/retracting the guidewire within the catheter against the reported friction. The broken end of the react-68 catheter exhibited with plastic deformation (jagged edges and stretching) which indicated that the catheter separated when exceeding the tensile strength of the tubing material. Possible causes of failure are user advances/retrieves intraluminal device against resistance, vasospasm, patient vessel tortuosity, entrapment in vessel, more than 20cm of the traction was applied, fast catheter retrieval technique or user applies excessive force. Customer reported friction during procedure and devices were prepared/flushed per IFU. As the traxcess 14 guidewire used in the event was not returned, any contribution of the traxcess14 towards the catheter break could not be determined. The traxcess 14 guidewire has an outer diameter of 0.012¿ (distal) and 0.014¿ (proximal), which is compatible for use with the react-68. The micro catheter, if any, used with the event was not identified. The catheter was found accordioned, stretched, kinked and flattened; likely from manipulation against the reported resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5 of the initial report incorrectly stated that the device was a rebar 18 catheter. Section d correctly indicated that the issue occurred with a react 68 catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.